Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to double counting a fast ventricular tachycardia rhythm in which the shock converted successfully. Additionally, there was some noise which most was appropriately discarded. Technical services discussed possibly increasing the zones however, it is up the physician whether they want to treat ventricular tachycardia (vt) or not. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received which reported that the patient was exercising and received one shock however, it is unknown if therapy was inappropriate. A request was made for data analysis. Technical services noted since implant, the device has always been programmed too secondary. In review of device data the patient's heart rate exceeds the conditional shock zone and a shock was delivered which stopped the tachycardia. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to double counting a fast ventricular tachycardia rhythm in which the shock converted successfully. Additionally, there was some noise which most was appropriately discarded. Technical services discussed possibly increasing the zones however, it is up the physician whether they want to treat ventricular tachycardia (vt) or not. At this time, the system remains in service. No adverse patient effects were reported.